Event description:
It was reported that on (B)(6) 2020 the patient experienced peripheral edema and right heart failure. Clinical test values from a cardiac catheterization on (B)(6) 2020 showed a pulmonary artery (pa) systolic pressure of 23 mmhg, pa diastolic pressure of 11 mmhg, pa wedge pressure (pcw) of 9 mmhg, right atrial pressure of 12 mmhg, cardiac output of 3.9 l/min, and a cardiac coefficient of 2.4354 l/min/. Central venous pressure (cvp) was not measured. The relationship between the right heart failure and the device was unknown.

Manufacturer narrative:
This event was originally reported under MFR 2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event could not be conclusively established. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing and quality assurance specification. The heartmate 3 lvas IFU is currently available. The IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, this document explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.